Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy procedure on (B)(6) 2013. The device was working fine during the procedure, then within a few minutes it was skipping and would intermittently spin. The tissue was calcified. The surgeon completed the case laparoscopically by cutting the remainder of the uterus and removing it through the port. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. - not labeled conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.